Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 13 in the mouth, the implant had not integrated in type iii bone. Clinician reports patient's sinus perforation, pain and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 weeks after the dental implant was placed in ada site 13 in the mouth, the implant had not integrated in type iii bone. Clinician reports patient's sinus perforation, pain and mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.